Manufacturer narrative:
PMA/510(k) #: p050017/s002 and s003. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Complaint received from internal personnel via e-mail on 10jan2020--did 10jan2020. As reported to customer relations: "walker et al 2019 long-term durability of multibranched endovascular repair of thoracoabdominal and pararenal aortic aneurysms. Off label use: the covered stents were routinely lined with supporting uncovered stents, using either a wallstent (boston scientific (B)(4)) or a zilver stent (cook medical). The uncovered stents were also used in the renal and visceral branches, also off label use."

Manufacturer narrative:
PMA/510(k) #: p050017/s002 and s003 the zilver vascular self-expanding stent device of lot number unknown involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Prior to distribution zilver vascular self-expanding stent device are subjected to a visual inspection and functional checks to ensure device integrity. There no evidence to suggest that the customer did not follow the instructions for use. ¿this product is intended for use in the iliac arteries¿ a definitive root cause of off label use was identified from the available information. The covered stents were routinely lined with supporting uncovered stents, using either a wallstent (boston scientific, natick, mass) or a zilver stent (cook medical).the stents were used in the renal and visceral branches. The complaint is confirmed based on customer testimony. According to clinical input all complications seems to be related to zenith stent graft. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Complaint received from internal personnel via e-mail on 10jan2020--did 10jan2020. As reported to customer relations: "walker et al 2019 ¿ ¿long-term durability of multibranched endovascular repair of thoracoabdominal and pararenal aortic aneurysms¿. Off label use: the covered stents were routinely lined with supporting uncovered stents, using either a wallstent (boston scientific, natick, mass) or a zilver stent (cook medical). The uncovered stents were also used in the renal and visceral branches, also off label use."